Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manfacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that an alleged inaccuracy occurred during the procedure. The claim was that the health care profession was inaccurate by 1 cm. This occurred while navigating a frontal sinus. There was no delay to the case. No impact on patient outcome.